Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during basal and no delivery during priming; then it delivered insulin on its own. The blood glucose reading was 150 mg/dl. The customer stated that he was sitting and the device started vibrating. He observed that at the end of the tubing, insulin was coming out when he was no longer pressing the act button. The customer did not recall any significant events leading to the alarms. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on lcd window and missing end cap sticker.